Event description:
It was reported that pump displayed temperature alarms while it was charging and had not been exposed to extreme temperatures, and customer confirmed use of tandem charging supplies. There was no adverse impact to the customer¿s blood glucose level. Customer transitioned to multiple daily injections, pump was replaced through a return process, and renewal contract was sent by support.